Event description:
The pt reportedly was experiencing a decrease in performance while using sound processor. External equipment was exchanged. However, the problem was not resolved. In 2003, the pt was seen by a company representative for device evaluation. Increased electrode impedance measurements were observed. The pt continued to be monitored by the center. Two weeks later, the pt reportedly experienced facial paralysis on the implant side. The surgeon decided to explant the device. After the explant surgery, both feeling and movement returned. Surgery to reimplant another cochlear device was scheduled.